Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken on the posterior side assessed as fold flaw opening and missing side assessed as inconclusive. Additional observation: crease observed on the device. No penetrating nick (stress mark) observed. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. The device has been explanted.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. The device has been explanted and replaced.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.